Event description:
The report received from the study indicated that six and one-half years after the index procedure, the pt was diagnosed with a sub-acute right mastoiditis. A right mastoidectomy was done. Review of the file indicated that during the file indicated that during the pt's index procedure, a type c dissection was noted after pre-dilation with a cordis u-pass balloon catheter. The target lesion was the mid left anterior descending (lad). The lesion was pre-dilated with the unknown u-pass balloon at 14 atms. The residual stenosis after pre-dilation was 40%. The dissection was covered by the two (2) cypher stents implanted during the procedure. A third cypher stent was not used in the pt.

Manufacturer narrative:
The pt was admitted to the hospital and had the index procedure done two days later. The target lesion was the mid lad. The lesion was reported to be: 2.77 mm reference diameter, a 65% stenosis, 23 mm length, mild calcification, and severely tortuous. Two cypher clinical stents totaling 26 mm in length were implanted at 10 atms in abutting fashion. The residual stenosis was less than 30% (<30%). The flow pre and post-procedure was timi 3. The pt was discharged the day after the procedure. The product is not available for eval and testing. This male in the study experienced dissection during the use of a u-pass ptca balloon catheter. Vessel/lesion characteristics were described as mildly calcified and severely tortuous with 23 mm lesion length and 65% stenosis. The balloon was inflated to 14 atms, creating a type c dissection. Two bx velocity bare metal stents were implanted without further incident, and no residual dissection remained at the end of the procedure. The product was not returned for eval. A review of the mfg records could not be done without a lot number. Vessel dissection is a potential adverse event associated with coronary interventions. Review of the available info suggests that vessel/lesion characteristics (relatively long lesion in a severely tortuous vessel) may have contributed to the event. Please note that this is the initial/final report for this product.